Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported that during a laparoscopic unknown procedure, the trigger was pulled by accident before the cartridge was replaced at the 2nd firing. The knife reverse switch was used, but the knife did not return to home position. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.